Event description:
Physician attempted to insert tee probe 2-3 times without success. Another physician called in to pass probe and was able to do. Pt admitted the next day with esophageal tear. Outcome good. No surgery required.